Event description:
A user facility's biomedical technician (bmt) reported that a dry acid mixer would not rinse during rise mode, would not fill and smoke was coming out from under the front panel. A patient was not involved and there was no harm to any individuals because of this malfunction. The front panel was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, spark, flame, or arcing observed. The bmt reported that there was no damage observed on any other components. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the mixer has not yet been returned to service as he is waiting for parts to arrive. No sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a dry acid mixer would not rinse during rise mode, would not fill and smoke was coming out from under the front panel. A patient was not involved and there was no harm to any individuals because of this malfunction. The front panel was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, spark, flame, or arcing observed. The bmt reported that there was no damage observed on any other components. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the mixer has not yet been returned to service as he is waiting for parts to arrive. No sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The display board control board was received with no visible damage. The display board control board was installed on the board test fixture and showed no issues during test. The device performed as designed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was not confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a dry acid mixer would not rinse during rise mode, would not fill and smoke was coming out from under the front panel. A patient was not involved and there was no harm to any individuals because of this malfunction. The front panel was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, spark, flame, or arcing observed. The bmt reported that there was no damage observed on any other components. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the mixer has not yet been returned to service as he is waiting for parts to arrive. No sample is available to be returned to the manufacturer for physical evaluation.